Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert and a notification indicating that the infusion set had expired. The patient reported no visible kinks or air bubbles in the tubing and was using a steel cd infusion set with 23-inch tubing. The reported blood glucose level at that time was 161 mg/dl. The patient was advised to change the infusion set due to expiration, and a full supply change was completed with assistance. Insulin delivery was resumed, and no additional questions were reported. After the supply change, the patient later reported that blood glucose levels were increasing and had risen above 200 mg/dl. The patient was advised that it was too soon after the supply change to expect glucose levels to decrease and was instructed to wait an additional period and to call back if levels continued to rise without explanation. The patient subsequently called back reporting a blood glucose level of 240 mg/dl. Further discussion revealed that the patient had eaten a larger-than-usual meal and had completed an appropriate meal announcement. The patient denied any symptoms and stated they were not concerned but were calling due to being new to therapy. The patient re-inspected the supplies and did not identify any visible issues. Blood glucose levels were noted to fluctuate during the call. The possibility of a supply-related issue despite the recent change was discussed. The patient elected to continue monitoring blood glucose levels and planned to call back to complete another supply change if levels continued to trend upward prior to going to bed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.